Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The us complainant had a cp pump placed to support a patient admitted in acute myocardial infarction / cardiogenic shock. The pump was placed but there were persistent hemolysis concerns. The urine color had changed and despite repositioning the signs persisted. The pump remained on with the hemolysis until explant and transition to an intra-aortic balloon pump. The patient¿s outcome is unknown.

Manufacturer narrative:
The investigation for the hemolysis has been completed. The returned impella cp pump was visually inspected. Biomaterial was observed around the impeller and the purge gap. No broken blade or sharp edge was observed. Data logs were reviewed. No motoe current spike was observed outside of the p-level changes. Many suctions occurred. Quick resolved impella position in ventricle alarms was observed and hemolysis issue reported the next day. The pump was repositioned under echocardiogram and hemolysis improved. The patient is coagulopathic. It looks like the red urine is related to coagulopathic condition of the patient. Biomaterial was ingested around impeller during the support. The root cause of the hemolysis issue most likely was improper positioning related since the hemolysis reportedly resolved after repositioning. H.6 code 4641 was reported incorrectly on initial manufacturer device report number 1220648-2025-25278.